Event description:
It was reported to philips that the system's wired footswitch was unable to trigger x-rays. The procedure was completed in another room. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed in another room. It was reported to philips that wired footswitch did not work. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and was unable to reproduce the issue, but the customer reported that the wired footswitch was not functioning during use. The fse found the issue caused due to a possible unidentified internal error. To resolve the issue, the fse replaced the wired footswitch. The defective part was sent for analysis, for footswitch no failure was found but on visual inspection one anti-slip rubber was found to be missing. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.